Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed of a report that the image produced by the device was pinker than expected when displayed on the monitor. There was no patient injury or harm, associated with the problem, reported to olympus.